Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump off alarm on (B)(6) 2020. Log file analysis showed that the motor stop command was activated on the system monitor which caused the pump off event. There were no other unusual events seen in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed lvad off and low flow alarms that appeared to be the result of an intentional pump stop. The system controller event log file contains data from (B)(6) 2020 at 09:27pm through (B)(6) 2020 at 10:23am. Lvad off and low flow alarms were captured on (B)(6) 2020 at 02:26:18 am; however, the intentional pump stop controller fault was also captured at this time. This pump stop appeared to be the result of the motor stop command being received by the system. The low speed advisory flag cleared by 02:26:22 am. It should be noted that the patient¿s fixed speed was adjusted approximately 13 seconds later (at 02:26:35 am), which appears consistent with the center¿s report that the patient had frequent speed changes so the motor stop command may have been accidentally activated. No additional atypical events were captured. The center reported that the cause of the pump stop was not confirmed, but it looked like the patient had frequent speed changes so there could have been an accident. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU is currently available. Section 4 of this document states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.